Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not observe insulin exiting the infusion tubing after priming the tubing with 30 units of insulin. Customer added an additional 10 units of insulin and observed insulin exiting the infusion tubing. Reportedly, customer's blood glucose was 400 mg/dl and would be addressed via the pump.